Event description:
In 2008, the patient reported that last week his blood glucose elevated to 550 mg/dl. His target blood glucose range is 82-140 mg/dl. He changed his infusion site but his blood glucose did not lower. He then changed his insulin cartridge and his blood glucose began to decrease. He stated that he believes his insulin may have become too hot. He stated that he lives in a very hot area. The insulin was not expired or cloudy. The patient did not require medical assistance from a healthcare professional or a second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.